Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during an acl and meniscus repair procedure there was a failure of the deployment of the second anchor on the 3rd truespan 12 degree peek used upon firing of the trigger. In total, 6 units of truespan was used and only one had this issue. The procedure was successfully completed. No additional information was provided. Additional information provided by the affiliate reported the case was completed with no surgical delay by removing the second anchor that did not implant and using a new truespan device. It was also reported the humedical rep sent in extra boxes of truespan to the case. Patient was only implanted with truespan. The hospital has standby competitor¿s product on standby, in case of all the boxes that sent in was not well function, that would be the last backup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observations revealed minor cuts at the distal end of the silicone sleeve. The silicone sleeve was then disassembled from the device and no implants or sutures were revealed indicating that both the implants were already deployed. The device is working as intended, there were no implants on the needle, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.